Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred when the cartridge had around 60 units remaining. There was no impact to blood glucose. Reportedly, the customer's son assisted the customer in changing the supplies to address the event.